Event description:
It was reported that ¿set received from rep on (B)(6) 2012, from surgery on (B)(6) 2012. I checked all the inserters in the set to make sure they are working properly. The 8mm inserter is not working properly, becomes cross-threaded on implant. Thread at the very top of the inserter appears to be bent. This must have happened when the set was used. On (B)(6) 2012, I checked with the sales rep, and the surgeon did not have any problems using the 8mm inserter.¿

Manufacturer narrative:
Method: visual inspection, functional analysis and risk assessment. Results: the instrument was visually inspected upon return and the threads were found not damaged. The instrument was also functionally checked with an anchor-c cage and the cage was securely attached to the instrument. The complaint cannot be confirmed. In this case the event occurred at the distribution site and there was no pt involvement. Conclusion: the instrument was functionally checked and was found to be in good working order. The complaint is not confirmed.